Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out due to normal eri on a dependent patient, high t-wave amplitude was noted on atrial lead. The lead was capped and replaced. The patient was stable after the procedure.